Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14709, 2017865-2020-14710, 2017865-2020-14711. It was reported that the patient felt febrile with dyspnea and chest discomfort and presented in the emergency room. It was determined that there was an infection related to the implantable cardioverter-defibrillator (ICD). The initial ICD implant was (B)(6) 2020. The patient also recently had a right ventricular (rv) lead revision procedure on (B)(6) 2020, and the initial rv lead was explanted and replaced. The system was explanted on (B)(6) 2020. The patient was fine before, during, and after the procedure.